Event description:
Backstop couldn't release by both applicators and all 3 needles. Instrument was inhibited. In this case the already release backstop must be removed. The surgeon must also remove a part of the meniscal. Surgery outcome was a partial meniscektomie instead repair. See associated medwatch# 1221934-2015-00638.

Manufacturer narrative:
The complaint device was received by depuy synthes mitek and functional testing revealed the device performed as it was designed to. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident. Further, a review into the depuy synthes mitek complaints system revealed one other similar complaint for this lot of devices that were released to distribution. The complaint device was forwarded to the manufacturer for evaluation. The complaint investigation from the manufacturer confirmed the device functioned properly. This complaint is not confirmed. No further action is warranted at this time, however, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Backstop couldn't release by both applicators and all 3 needles. Instrument was inhibited. In this case the already release backstop must be removed. The surgeon must also remove a part of the meniscal. Surgery outcome was a partial meniscektomie instead repair. See associated medwatch# 1221934-2015-00638.

Manufacturer narrative:
This is a follow up report to document device return. A final report will be filed once the device has been investigated.

Event description:
Backstop couldn't release by both applicators and all 3 needles. Instrument was inhibited. In this case the already release backstop must be removed. The surgeon must also remove a part of the meniscal. Surgery outcome was a partial meniscektomie instead repair. See associated medwatch# 1221934-2015-00638.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek however it is not known if it will be received within the 30 day reporting requirement, therefore depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Awaiting return.